Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at noon with a high blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with syringes. The customer did not want to trouble shoot the issue and stated that they will call back at a later time to address the issue.